Manufacturer narrative:
Intuitive has received the sureform 60 stapler instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint of an unclamp failure. A review of the error logs showed that this stapler was used at the site on (B)(4) 2022 using system sk0656 and failed due to an unclamping failure. The emergency stop button was pressed shortly after the failure occurred. Failure analysis found the primary failure of an unclamp failure to be related to the customer reported complaint. A new reload was installed on the stapler. The instrument was able to pass initialization during failure analysis. Clamp and fire function passed with no issue on test sheet and the staple formation was proper. No I-beam damage was observed. The unclamp failure log review revealed that during a gastric bypass (roux-en-y), the instrument had one unclamp failure with a white reload on the instruments sixth install. The instrument had five firings prior to the unclamp failure. The unclamp failure was 9%. The clamp history of the instrument in the procedure included one aborted clamp, four incomplete clamps, and five complete clamps in a total of 10 attempts.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the surgeon had completed the staple line, but did not unclamp the stapler yet. The scrub technician thought the surgeon had asked them to remove the stapler, but they did not. The stapler became stuck and would not unclamp. Technical support was called and instructions were followed appropriately. The stapler and staple load are being returned together. The procedure was completed with no reported injury. Per related complaint, the customer informed that the sureform 60 stapler was stuck and would not open. Prior to calling, the customer tried the manual release, and it wouldn't release. The technical support engineer (tse) advised the customer to hit the e-stop and then try to do the manual release. The customer had stated that they didn't hit the emergency release before they tried to use the manual release. The customer hit the e-stop then began turning the release counter-clockwise and after several turn they were able to release the stapler from the tissue.